Event description:
During an in-clinic follow-up, the device was interrogated and a battery longevity estimate was recorded, however, the device was interrogated again and a different longevity estimate was observed. Abbott technical support was contacted and noted the observed discrepancy was due to a diagnostic anomaly. No intervention was required. The patient was stable and will continue to be monitored.